Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03259. It was reported patient was experiencing ineffective stimulation. Surgical intervention occurred on (B)(6) 2022 during which the leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.